Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a leak at the connection between the maxzero connector and the tubing while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the maxzero connection site was not confirmed. The set was visually inspected and no anomalies were found. Functional testing and pressure testing resulted in no issues. The root cause of the reported complaint was not identified.